Manufacturer narrative:
(B)(4) as the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sheeting of a peritoneal dialysis cassette was cut. There was no patient injury or medical intervention reported. No additional information is available.